Event description:
It was reported that the patient had a loss of therapeutic effect. The therapy didn't seem to be working, which started the last couple of days prior to the report. The programmer batteries had been changed. The programmer seemed to be working, but the stimulator was not being effective. The patient did not have a follow up physician and was in a rehabilitation facility. A health care professional (hcp) stated that the device was not working. The patient stopped feeling stimulation a couple of days ago. During troubleshooting, the patient initially stated she was feeling stimulation. The device was synced, and the stimulator was found to be off. The device was turned on and the patient did not feel stimulation, even at 10.5 v. A representative was requested to come and look at the device. The reason for the patient being in a rehabilitation center was unrelated. It was further stated that the patient's facility reached out to a representative. Troubleshooting over the phone was unsuccessful at turning the device on. It was stated that it was impossible to get the patient in to their physician. A company representative saw the patient at their facility. The device showed eri. Nothing could communicate with the device and the device was considered depleted. It was further stated that the depletion was considered premature. The company representative was told that the stimulator had not been used for over 6 months. The patient did not recall when the eri started to occur. The patient's status was alive with no injury. It was further stated that the cause of the battery depletion was unknown, as the device couldn't be interrogated to review usage patterns. The battery lasted one and a half years. The patient was not receiving therapy but was not complaining of pain. There were no plans to explant or replace her battery.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).